Manufacturer narrative:
Device repaired on site (pawl & ratchet replaced).

Event description:
Functional inspection (bobbin mechanical integrity) failure - left bobbins not locking properly, found during preventative maintenance.